Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2025 that a type ib endoleak was found on routine follow up computed tomography. Patient had bilateral common iliacs that were expanding and lost the seal of the afx2 bifurcated stent graft limbs in the iliac arteries. Reintervention was performed on (B)(6) 2025. The left hypogastric artery was coiled and extended with two afx limb stent grafts into the external iliac to create a seal on the left side. An ovation ix extender was implanted on the right side to create seal in the common iliac and preserved the hypogastric artery. The patient did well and the bilateral type ib endoleaks have been resolved.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows aneurysm enlargement in the aortic sac (16 mm), right common iliac artery (9mm) and left common iliac artery (12 mm) complaint is confirmed. The type ib endoleak of the right and left common iliac arteries and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related due to disease progression, with bilateral common iliac artery dilation, likely contributing to the development of bilateral type ib endoleaks. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.